Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good condition and with a black piece made by rubber material inside a sample bag. A leak test was performed and the device was conforming. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling, the seal mechanism was found to be in good condition. Based on analysis results it was concluded that the found black piece does not belong to the device; however, it could not be determined what may have caused this finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, air kept leaking. Therefore, while the device was not being used, the obturator was being inserted to avoid the air leak. When a forceps was taken out through the device in about an hour, a black rubbery matter attached to the forceps came out. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Additional information received: were any noises heard such as whistling or hissing? ---yes, no detailed information. If so, did the noise prevent insufflation? -yes. But after inserting the obturator, the air leak came to stop. Please describe the noise. No detailed information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No detailed information. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? From the valve. Was a device inserted in the trocar during the leaking? No. Air leaked after removing the forceps from the trocar. When the forceps or the obturator was inserted to the trocar, the air did not leaked. If so, what device? Forceps. Was any torque being applied to the trocar or device? No information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.